Event description:
New zone air mattress being prepared for pt use. Mattress noted to be concave & the head unit was taped to the bed. The pt control cord was disconnected. A short time after being plugged in, the bed was noted to be burning. No alarms went off. Bed was unplugged and removed from the unit. Mattress found to have melted at the foot of bed, where electrical work is found.